Event description:
It was reported that the patient's artificial urinary sphincter had fluid loss. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.